Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in an unspecified artery. The 2.5x38mm xience skypoint stent delivery system (sds) was noted to have a hole in the balloon and could not be inflated to deliver the stent. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported material rupture was confirmed through an observed outer member tear. The reported activation failure could not be confirmed as the stent was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the reported material rupture was confirmed through an outer member tear. A definitive cause for the observed torn outer member could not be determined. The reported activation failure appears to be related to operational context of the procedure. Additionally, the stent implant was returned dislodged from the balloon and was not returned. The account was not aware of the dislodgement and confirmed that the stent was intact on the balloon; therefore, it is likely the dislodgement took place due to inadvertent handling during return packaging. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.